Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation was turning off and there was intermittent stimulation. The results from impedance checks the pt was getting question marks (???). Impedances run at default settings were as follows: c-0=???, c-1 =500, c-2=369, 0-1=761, 0-2=749, 0-3=761, 1-2=500, 1-3=605, 2-3=???. It was reported current for 0-1, 0-2, 0-3 was less than 15. Impedance measurements with these pairs are with these pairs are within range. Due to pt's comfort they could not increase past 1.5v. Already reprogrammed stimulation from 1-, 2+, 3- to 1- and 2+ and pt stated that made a big difference in stimulation sensation. Reprogramming was done around the particular electrode and the pt reported better stimulation. The pt was instructed to pay attention if her device was turned on or off.